Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 49 occurrences of "air-in-line" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.